Event description:
According to rptr, MFR's two products for use in dentistry in a warehouse environment without any physical systems in place to prevent contamination. The products are rubber dams and tips for injecting thermal elastomer in nerve canals.